Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10925r52, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
One reporter said that the health care provider (hcp) could not pull medication out of the pump, both this pump and the new replacement pump (see manufacturer¿s report # 3004209178-2012-07866 regarding the new pump). The reporter said it had been like that ever since the patient had the pump, and the reporter felt that the physician was not ¿doing anything about that¿. Additional information received included that the cause of the event of premature battery depletion of the pump. However, device implant records indicated that the pump had been implanted for 106.1 months. It was reported that the pump was replaced and it was unknown if the pump would be returned to the manufacturer for analysis. It was reported that the patient did require hospitalization for the event but the patient¿s outcome was reported as no injury. It was reported that the drug being used in the pump was fentanyl.